Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis and break in aseptic technique coincident with dianeal pd2 therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The patient presented to the hospital with no dressing on the exit site. It was not reported if remedial therapy was rendered. The cause of the peritonitis was not reported. Follow-up was received from the physician on (B)(6) 2012. On an unreported date, the patient experienced a break in aseptic technique further described as ) patient drained fluid from the transfer set to basin. On an unreported date, the patient began remedial therapy with ciprofloxacin (500mg, po, twice a day) and vancomycin (500mg, intravenously (IV), frequency not reported). The home patient was reportedly recovering.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.